Manufacturer narrative:
The actual device was returned for evaluation. However, the device was misrouted or lost after receipt. Investigation could not be completed at this time. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate."

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4)evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during initial inspection it was observed that there was "residue" in the sterile pack. The device was not used in surgery. There were no reports of injuries or medical intervention. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.